Manufacturer narrative:
E1 reporter phone number: (B)(6). The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported the patient experienced ineffective stimulation due to both leads migrating. Patient had an accident. X-rays confirmed the migration. Patient's ipg was inoperable due to not charging the device. Surgical intervention took place wherein the system was explanted and replaced to address the issue. Effective stimulation was restored post-op.